Event description:
It was reported that during a lead revision procedure ,there was difficulty inserting the lead into a new implantable neurostimulator (ins). The lead was not able to be fully inserted into the 8-15 contact port of the ins. Both lead tails were able to be inserted into the 0-7 port, indicating a possible issue with the 8-15 port and not the lead. Multiple attempts at retracting the setscrew and wiping down the components were attempted without resolve. It was noted that the 8-15 port looked like "an oval rather than a circle" and that a piece in the port seemed to prevent the lead from being fully inserted. The ins was replaced. The patient was receiving effective therapy with a new ins. It was noted the device was not used with the patient and the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found medical adhesive obstruction in connector port. All balseal wires damaged on lower connector port.

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.